Event description:
It was reported that balloon rupture occurred. A 8.0 x40, 75cm and another charger balloon catheters were advanced for dilation. However, during inflation, the balloons ruptured. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: a charger device was received for analysis. The device was received with the customers guidewire inserted in the device. The device was received in two sections due to shaft detached at the inner balloon section. The recommended introducer/guide sheath size for this device. A visual examination identified that part of the balloon was detached from the shaft of the device. A complete balloon longitudinal tear was identified located approximately 6mm proximal of the distal balloon sleeve extending to 16 mm distal from the proximal markerband. From the longitudinal tear the balloon had a complete circumferential tear. The proximal section of balloon material had the tip attached. This type of damage most probably occurred when the device was being withdrawn through the sheath prior to a balloon rupture. The rated burst pressure for this device. A visual and examination observed that the tip was attached to the proximal section of the balloon. A visual and tactile examination found the shaft of the device to have completely detached at the balloon section. Severe stretching and accordined damage was noted on the inner shaft of the balloon region. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found the proximal markerband to have completely detached from the device. The detached markerband was not returned for analysis. This concludes the product analysis.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 8.0 x40, 75cm and another charger balloon catheters were advanced for dilation. However, during inflation, the balloons ruptured. No patient complications were reported.